Manufacturer narrative:
Unit received with no response form any button, problem isolated to keypad assembly. Unit received with j1 connector at pcba1 properly connected. No damage or moisture damage on keypad assembly noted. Unable to perform self test or displacement test due to keypad anomaly. (B)(4).

Event description:
Information received by medtronic indicated that the center button was unresponsive and that if press it to go to the main menu he has to press it 9 times. Customer states that numbers were not ramping on their own. Customer states the scroll bar was moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.